Event description:
The e-mail received for the (B)(4) study indicated that during index procedure after multiple attempts to advance the cypher us rx 3.50 x 18 into the distal-right coronary artery without success so the stent delivery system was removed. A 2.25x13mm cypher stent did not cross the lesion in the proximal circumflex. At 16-24 hours post-procedure, ck-mb was 8 (ck-mb upper limit 5 ng/ml) and troponin I 2.01 (troponin I upper limit 0.4 ng/ml). Pci was performed on a 99% de novo lesion in the 1st om of 15mm in length in a 3.0mm vessel diameter at a bifurcation with sidebranch greater than or equal to 2.5mm. The lesion was classified as b1. The lesion was pre-dilated with a 3.0x12mm balloon at 17 atm before a 3.0x23mm cypher stent was deployed at 15 atm. Post-dilation was performed with a 3.5x10mm balloon at 20 atm as a standard practice and because the stent was not fully expanded. The residual diameter stenosis measured 10%. Timi 3 flows were recorded pre and post-procedure, respectively. Pci was performed on a 50% de novo lesion in the proximal cx of 10mm in length in a 2.5mm vessel diameter with moderate vessel tortuousity. The type c lesion was moderately calcified.

Manufacturer narrative:
Complaint conclusion with updated information: the complaint received states that this (B)(4) study patient suffered an mi peri-procedurally. This is a (B)(6) male with medical history including non-target vessel pci (B)(6) 2002, mi, CABG (B)(6) 2002, dyslipidemia, hypertension, and smoking. The indication for the index procedure was positive functional study with silent ischemia. Multiple stenotic areas were identified. A 99% stenosis in the proximal 1st om, a 50% stenosis of the distal lcx, a 90% stenosis in the proximal rca, a 75% stenosis in the mid rca and a 90% stenosis in the distal rca. In (B)(6) 2010, the index procedure was performed to treat five target lesions. The first target lesion was the 1st om, treated with angioplasty and a single cypher stent placement. The cath report noted that the stent extended into the lmca. The core lab reported a 19% residual stenosis, no dissection and timi 3 flow. The second target lesion in the distal lcx was treated with pre-dilation; however, despite multiple attempts and pre-dilation, the study stent was never delivered to the target site. No clinical sequelae were reported. The core lab reported a 23% residual stenosis, no dissection and timi 3 flow. The third target lesion in the distal rca was treated with pre-dilation; however, despite multiple attempts and pre-dilation, the study stent was never delivered to the target site. No clinical sequelae were reported. Two non-study stents were implanted in the distal rca lesion. The core lab reported a 25% residual stenosis, no dissection and timi 3 flow. The fourth target lesion in the mid rca was treated with one study stent and post-dilation. The core lab reported a 10% residual stenosis, no dissection and timi 3 flow. The fifth target lesion in the proximal rca was treated with pre-dilation and placement of three study stents. The first stent placed in the proximal lesion was in an over-lapping fashion with the stent placed in the mid rca lesion. The second stent placed in the proximal rca lesion over-lapped the initial stent. Post-dilation was done; however, a severe "kink" proximal to the stents was noted, and a third study stent was placed in the "kink" area in the proximal rca lesion. The core lab reported a 13% residual stenosis, no dissection and timi 3 flow. Post procedure both the ckmb and troponin levels were elevated above baseline. The core lab reported no new major st-t abnormalities and no new q waves. This event has been adjudicated as an arc (peri-procedure pci) event as has been captured with the code for mi. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. The sterile lot number was not provided, therefore, a review of the manufacturing records could not be conducted. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. It is also one of six devices used in the patient and are associated with the reported events under manufacturing numbers 3003742446-2011-00268, 3003742446-2011-00269, 3003742446-2011-00270, 3003742446-2011-00271, 3003742446-2011-00272 and 3003742446-2011-00273.

Manufacturer narrative:
The lesion was pre-dilated with a 2.5x8mm balloon before an unsuccessful attempt was made to deploy a 2.25x13mm cypher stent which was not deployed in the intended lesion. The residual diameter stenosis measured 10%. Pci was performed next on a 75% de novo lesion in the mid rca of 25mm in length in a 4.0mm vessel diameter with moderate vessel tortuousity. The (b2) lesion was moderately calcified and was considered anatomically complex because there were greater than 2 lesions per vessel. The lesion was pre-dilated with a voyager balloon before a 3.5x18mm cypher stent was deployed at 15 atm. Post-dilation was performed with a 4.5x12mm balloons as a standard practice and because the stent was not fully expanded. The residual diameter stenosis measured 10%. Timi 3 flows were recorded pre and post-procedure, respectively. Pci was performed on a 90% de novo lesion in the distal rca of 32mm in length in a 4.0mm vessel diameter with severe vessel tortuousity. The lesion was considered anatomically complex because the lesion was greater than 30mm in length. The type c lesion was moderately calcified. The lesion was pre-dilated with a 3.0x13mm voyager balloon at 15 atm. A 3.5x18mm cypher stent could not be delivered and a 3.0x15mm xience stent was delivered instead at 10 atm. Post-dilation was performed with a 3.0x12mm balloon at 20 atm as a standard practice. Then a 3.5x12mm xience was also deployed at 15 atm distal to the previous stent. Post-dilatation was performed with a 3.0x12mm balloon at 20 atm as a standard practice and because the stent was not fully expanded. The residual diameter stenosis measured 10%. Timi 3 flows were recorded pre and post-procedure, respectively. Pci was performed on a 90% de novo lesion in the proximal rca of 31mm in length in a 4.0mm vessel diameter with moderate vessel tortuousity. The lesion including side-branch was less than or equal to 2.5 mm. The (b2) lesion was moderately calcified and was considered anatomically complex because there were greater than 2 lesions per vessel. The lesion was pre-dilated with a 3.0x12mm voyager balloon at 12 atm before a 3.5x28mm cypher rx stent was deployed at 17 atm. Post-dilation was performed with 2 4.5x12mm balloons as a standard practice and because the stent was not fully expanded. Then a 3.5x8mm cypher stent was deployed proximal to and overlapping the previous stent at 17 atm because the initial stent did not fully cover the lesion. Post-dilation was performed with a 4.5x12mm balloon at 20 atm as a standard practice and because the stent was not fully expanded. Then another 3.5x8mm cypher stent was deployed at 20 atm, proximal to the previous stent because the initial stent did not fully cover the lesion. Post-dilation was performed with 2 4.5x12mm balloons as a standard practice and because the stent was not fully expanded. The residual diameter stenosis measured 10%. Timi 3 flows were recorded pre and post-procedure, respectively. Concomitant devices: voyager balloon 3.0 x 12mm, voyager balloon 3.0 x 13mm, 2.0 x 8mm balloon, cypher stent catalog number cxs23300, lot number 15076322, cypher stent catalog number cxs13225, lot number unknown, cypher stent catalog number cxs18350, lot number 15095742, cypher stent catalog number cxs28350, lot number unknown and cypher stent catalog number cxs18350, lot number unknown. Concomitant medications: aspirin, clopidogrel and beta-blockers were administered pre-procedure. Intra-procedure medications included heparin, eptifibatide (integrilin) and clopidogrel. Post-procedure medications included aspirin, clopidogrel, toprol xl, zocor, lisinopril and diovan. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. It is also one of six devices used in the patient and are associated with the reported events under manufacturer numbers 3003742446-2011-00268, 3003742446-2011-00269, 3003742446-2011-00270, 3003742446-2011-00271, 3003742446-2011-00272 and 3003742446-2011-00273.

Manufacturer narrative:
Information received from the (B)(4) study indicated that the patient experienced elevated cardiac enzymes after having multiple coronary artery stents implanted. The patient's medical history is significant for hypertension, hyperlipidemia, family history of coronary artery disease, history of previous pci ((B)(6) 2002), history of previous CABG ((B)(6) 2002), history of myocardial infarction ((B)(6) 2010) and current smoker. The indication for the procedure was a positive functional test for ischemia. The target lesions were the proximal, mid and distal right coronary artery (rca), the distal circumflex (cfx) and the first obtuse marginal (om1). The om was described as proximal in the vessel, de novo, in the area of a bifurcation, complex and 99% stenosed. The lesion was pre-dilated with a 3.0x12mm balloon at 17 atm before a 3.0x23mm cypher stent was deployed at 15 atm. Post-dilation was performed with a 3.5x10mm balloon at 20 atm as standard practice to fully expand the stent and the reported residual stenosis was 10%. The distal cfx was described as de novo, moderately calcified, moderately tortuous and 50% stenosed. The lesion was pre-dilated with a 2.5x8mm balloon followed by an unsuccessful attempt was made to deploy a 2.25x13mm cypher stent. The stent was not implanted and was removed from the patient. No further treatment was provided as the physician as satisfied with the results from balloon angioplasty. The mid rca was described as de novo, 75% stenosed, moderately calcified and anatomically complex. The lesion was pre-dilated with a voyager balloon before a 3.5x18mm cypher stent was deployed at 15 atm. Post-dilation was performed with a 4.5x12mm balloons as per standard practice to fully expand the stent. The residual diameter stenosis measured 10%. The distal rca was described as de novo, 90% stenosed and severely tortuous. The lesion was pre-dilated with a 3.0x13mm voyager balloon at 15 atm. A 3.5x18mm cypher stent could not be delivered and a 3.0x15mm xience stent was delivered instead at 10 atm and post dilated per standard practice. Then a 3.5x12mm xience was also deployed at 15 atm distal to the previous stent. Post-dilatation was performed with a 3.0x12mm balloon at 20 atm as a standard practice and to fully expand the stent. The residual diameter stenosis measured 10%. The proximal rca was described as de novo, 90% stenosed and moderately tortuous and moderately calcified. The lesion was pre-dilated with a 3.0x12mm voyager balloon at 12 atm before a 3.5x28mm cypher rx stent was deployed at 17 atm. Post-dilation was performed with 2 4.5x12mm balloons as a standard practice and to fully expand the stent. Then a 3.5x8mm cypher stent was deployed proximal to and overlapping the previous stent at 17 atm because the initial stent did not fully cover the lesion. Post-dilation was performed with a 4.5x12mm balloon at 20 atm as a standard practice and to fully expand the stents. Then another 3.5x8mm cypher stent was deployed at 20 atm, proximal to the previous stent because the initial stent did not fully cover the lesion. Post-dilation was performed with 2 4.5x12mm balloons as a standard practice and to fully expand the stent. The residual diameter stenosis measured 10%. The sterile lot number for the stent that was not able to reach the target lesion the sterile lot numbers fis unknown and therefore, a device history report review could not be performed. Difficulty tracking to a lesion or an anatomical structure is a known procedural occurrence. Tracking difficulty through another stent is most commonly related to the patient anatomy, operator technique and appropriate device selection. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. This is one of six devices used in the patient and is associated with the reported events under manufacturing numbers 3003742446-2011-00268, 3003742446-2011-00269, 3003742446-2011-00270, 3003742446-2011-00271, 3003742446-2011-00272 and 3003742446-2011-00273.

Event description:
Additional information was received on (B)(6) 2012 from the (B)(4). They agreed with arc (peri-procedural pci), therefore what was previously reported as elevated cardiac enzymes will be coded to myocardial infarction. Post index procedure, the ckmb peaked at 8.0 (uln 5) and troponin peaked at 2.01 (uln 0.4). The post-procedure course was uncomplicated and the patient was discharged the following day.